Event description:
It was reported that patient was patient is experiencing stimulation even when device was turned off. It was mentioned that patient had a fall and went to emergency room (ER) due to blood loss. The patient was doing well.